Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for the last several days the patient did not know if they got their therapy adjusted right or not. Patient said that going down their leg and into their ribs it was humming and it was like they were getting electrified in their ribs really bad. The issue started probably 2 or 3 days ago. Patient mentioned that they could hardly walk and their left side was not functioning. Patient denied any recent falls or traumas; pt already tried to adjust therapy intensity. The patient was redirected to their healthcare provider to further address the issue.